Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited noise oversensing. Ten days later, the lia triggered again, and the patient received two inappropriate shocks due to oversensing. The patient also experienced pocket stimulation, and the lead exhibited high impedances. A lead fracture was suspected, but when the pocket was opened, the lead appeared fine. Sensing difficulties due to a possible header issue were suspected, so the device was explanted and replaced. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.